Event description:
It was reported that during a pta/stenting treatment procedure, the size of the wallstent was different than what was expected. When the product was removed from the package, the wallstent in the package was a different length than what was stated on the package label. Another stent was used to complete the procedure. No patient injury or complications were reported. The patient is reported as "fine" following the procedure.